Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: enlarged axillary lymph nodes with reactional appearance, small liquid collection.

Event description:
Patient reported " increase (protuberance) and right breast pain and that her prosthesis creases and deforms to the touch." The events of "enlarged axillary lymph nodes with reactional appearance" and "small liquid collection from the right breast" were later reported via us report. The event of "sparse and bilateral cysts" is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported "patient reported that for the left breast feels pain, increase (protuberance) and right breast pain and that her prosthesis creases and deforms to the touch." The events of "enlarged axillary lymph nodes with reactional appearance" and "small liquid collection from the right breast" were later reported via us report. The event of "sparse and bilateral cysts" is not device related. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. ¿ pain: unable to observe as it is not related to the device. Crease/folding of implant: no observed. Edema: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. Lump/nodule: unable to observe, as it is not related to the device. Lymphadenopathy: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. Malposition: unable to observe, as it is not related to the device. Cyst-ndr: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, "increase (protuberance) and right breast pain. And that, her prosthesis creases and deforms to the touch". The events of "enlarged axillary lymph nodes with reactional appearance" and "small liquid collection from the right breast" were later reported, via us report. The event of "sparse and bilateral cysts" is not device related. Device has been explanted and replaced.